Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The patient was transferred from a wheelchair to a bed with assistance of 2 caregivers. During the final phase of a transfer when patient was placed on the bed ( sling clips were detached from the device by caregiver), the patient turned around and fell off the bed. As a consequence of the event sustained head injury resulting in bleeding in the brain's. Arjo received information that on (B)(6) 2022 patient passed away. The customer stated that is not certain that the reported event was related to patient death.

Manufacturer narrative:
The arjo become aware of an event involving maxi twin device which occurred on 25 oct 2022. A patient was transferred from a wheelchair to a bed with the assistance of 2 caregivers. During the final phase of a transfer when the patient was placed on the bed, sling clips were detached from the lift by the caregivers ( the sling was still under the patient), and the patient turned around on the bed and fell off the bed. As a consequence of the fall, the patient sustained a head injury resulting in bleeding in the brain's parietal area. On (B)(6) 2022, the patient passed away. The customer was not certain that the reported fall was related to the patient death. After the event the arjo representative evaluated the device and no malfunction was found. During the interview, the customer stated that the maxi twin device was not at fault to the reported patient fall. The customer stated that the fall was caused by the patient's sudden movement. The maxi twin device instruction for use contains information that : ¿warning: pay extra attention when using maxi twin for residents with spastic movements. The resident¿s legs could be injured by hard parts of the lift.¿ ¿warning: do not leave the resident unattended.¿ the reported complaint is a sequence of unfortunate events where the patient turned around during transfer and fell out from the device. To sum up, the patient fell on the floor during the final phase of the transfer. No device malfunction was reported. This complaint has been determined reportable due to the reported: patient fall and serious injury occurrence.